Manufacturer narrative:
Service inspected the arhcitect i2000sr instrument (B)(6) and determined the valve, manifold kit (rohs) pn 7-77612-03 the likely cause. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The trending review identified no trends for the valve, manifold kit (rohs) pn 7-77612-03 and the architect i2000sr instrument (B)(6) related to the issue. The device historical analysis was reviewed and identified no non-conformances or deviations for the valve, manifold kit (rohs) pn 7-77612-03 or the architect i2000sr instrument (B)(6) associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect stat myoglobin and architect stat ck-mb results for a patient while running on the architect i2000sr analyzer. The following results were provided: on (B)(6) 2021 = initial patient sample (ID unknown) = myoglobin result = < 1 ng/ml, ckmb result = < 0.1 ng/ml; repeat results = myoglobin = 246.8 ng/ml, ckmb = 12.2 ng/ml. The reference range for myoglobin for female is < 106 ng/ml and male is < 154.9 ng/ml. The reference range for ckmb for female is < 3.1 ng/ml and male is < 5.2 ng/ml. There was no impact to patient management reported.